Event description:
It was reported that during the middle of the endoscopic vein harvesting procedure, the blade would not cut. A replacement device was used to complete the case. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: no functional non conformities were found. The complaint was not confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.